Event description:
Additional information was received that surgery occurred to explant and replace the t8 leads to address the issue.

Manufacturer narrative:
Corrections: reportable aware date: in previous report, (B)(6) 2021 should have been entered instead of (B)(6) 2022. G3 - date received by manufacturer: in previous report, (B)(6) 2021 should have been entered instead of (B)(6) 2022.

Event description:
Related manufacturer reference number: 1627487-2021-18494. It was reported that the patient used a massage chair that pressed very hard on the lead placement area and patient experienced ineffective therapy due to the t8 leads. Diagnostic testing indicated high impedance on the leads. Reprogramming did not resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.